Manufacturer narrative:
The customer reports that the janitor noticed the bedside monitor was smoking. Once unplugged, the device stopped smoking. The customer was using a medical grade power cord. The battery was replaced in 2015. Electrical testing had been performed twice a year; however, the unit had never been serviced. The device is ten years out of warranty. The device was not in patient use. The customer will order a refurnished unit from their sales representative. The customer will be sending the unit in for qa to evaluate. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the janitor noticed the bedside monitor was smoking.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the janitor noticed the bedside monitor (bsm) was smoking. Once unplugged, the device stopped smoking. The customer was using a medical grade power cord. The battery was replaced in 2015. Electrical testing had been performed twice a year; however, the unit had never been serviced. The device is ten years out of warranty. The device was not in patient use. The customer plans to order a refurnished unit from their sales representative and sent the unit in for qa evaluation. Nihon kohden's qa team worked with the repair team to disassemble the unit for investigation and found what appeared to be a charred/melted capacitor on the main board. When the battery was replaced in 2015, the customer did not use a nihon kohden approved battery. It is possible that this non-affiliated battery shorted the main board. The unit was reassembled and will be dispositioned by nihon kohden's qa team. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.